Event description:
Additional information was received for this case. It was reported that the patient had neurological complications. The investigator indicated that this event was non-serious, not related to the procedure however; unknown if related to the device. The patient recovered without treatment on the same day of the onset. The patient has a history of transischemic attacks.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 5.3 cm diameter thoracic aortic aneurysm approximately 57 months ago. The proximal aorta was 41-40 mm in diameter. The distal aorta was 37 mm in diameter. The iliac arteries were 11-13 mm in diameter. The femoral arteries were 11 mm in diameter. Two stent grafts were successfully implanted in zone 3 and zone 4 respectively. It was reported that in four years, the aneurysm had expanded from 54 mm in diameter and 57.5 mm in diameter; however, no endoleak was reported and no intervention was performed. The decision was made to continue to monitor the patient. Please note that this model number tf4646c200xc is not approved in the united states; however, it is similar to the vamf4646c200tu which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation results: lack of information (unknown cause of aneurysm enlargement), inherent risk of procedure (aneurysm expansion). Evaluation conclusion: lack of information (unknown cause of aneurysm enlargement).

Event description:
Additional information was received for this case. It was reported that the patient may have had tia. Although this event was designated as non-serious, the relationship to the device has been updated by the site from unknown to unrelated.